Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The reported product is an unknown baxter IV set. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced blood leakage from an unspecified baxter intravenous (IV) set. The event was further described as the baxter IV lure caps leaked blood when disconnecting the IV fluids. When the IV tubing disconnected, blood shot out from the lure cap and went across the bed and ran down patients arm. The blood also got on the staffs uniforms. The cause, treatment, and patient¿s outcome were not reported. No additional information is available.